Event description:
It was reported that the asymptomatic patient presented for a normal follow up. Noise was observed on a stored episode for vf. The patient is pacemaker dependent. Intermittent low impedance was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.